Event description:
It was reported that the patient had the percutaneous leads changed to a paddle lead. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 3888-33, lot# j0424938v, implanted: (B)(6) 2004, product type lead; product ID 3888-45, lot# j0015902v, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# l73318, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type lead. (B)(4).